Event description:
A customer reported to beckman coulter, inc. (Bec) a leak from the hydropneumatic area of their unicel dxc 600 pro synchron clinical system. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
Bec scheduled service for the event. The customer called bec on (B)(6) 2011 to cancel service, stating that issue had resolved on its own and there was no more leaking. No further hydro leaking was reported as of (B)(4) 2011. (B)(4).